Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The broken rod was returned for evaluation. The rod had been lightly contoured. The break to the titanium rod appears to have occurred in a straighter section of the rod adjacent to the pedicle screw. Under magnification of the breakage area it is unapparent if the rod failure could have been due to normal torsional or flexion forces, or could have been due to trauma caused in a fall or accident. Measurements of the broken rod shows that is within acceptable diametrical tolerance (05.48mm/05.50mm). Additional evaluation of the rod (via niton analyzer) confirm that it is manufactured of proper (B)(4). In addition the material certification was checked and confirmed to be (tav, astm f136-6al-4v eli). The cause of the product failure cannot be determined.

Event description:
It was reported to globus that a patient had a revision surgery due to the breakage of a revere rod. The patient was fused from t4 to iliac. Initial surgery took place (B)(6) 2015. The revision surgery took place (B)(6) 2015.